Event description:
8mm cardiere forceps broke during use. Wire at pulley system frayed and exposed.manufacturer response for cardiere forceps, intuitive endowrist (per site reporter).complaint was filed with company RMA. Device to be returned to company once complaint is verified.what was the original intended procedure?robotic assisted three field esphagectomy.